Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient ((B)(6)) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis for over 2 liters of fluid which was removed. The patient was not in a stable condition and according to the caller had been taken into surgery. The ablation catheter, pentaray nav high-density mapping eco catheter and the ice catheter were in the body at the time of injury. This adverse event was discovered before use and during use of biosense webster products. The physicians opinion on the cause of this adverse event was that it was procedure and patient condition related. The patient received a pericardiocentesis and open-heart surgery. As of (B)(6) 2021 the patient had improved but was still in the hospital. Patient was still currently stable and doing well. Still hospitalized due to the need for repair. The patients history included that the patient recently had a carotid stent placed and also has a history of a cerebrovascular accident (cva). She was/is on multiple anticoagulation, which to the complaint reporters knowledge were not stopped prior to procedure. Transseptal puncture was performed with a baylis needle and an abbott sl1 and agilis sheath were also being used. No ablation was performed. The event occurred during transseptal/mapping phase. Pentaray nav high-density mapping eco catheter was in body and had been used to map the left atrium. The ablation catheter was not being used, but had been placed in sheath. Flow was at 2ml/min. The correct catheter settings were selected on the generator. No error messages were observed on the biosense webster equipment during the procedure. Graph, dashboard, vector and visitag were all visible at the time. We had just zeroed catheter. No ablation was performed. Settings were 2mm/3sec. 3g for 25% and no additional filter used with the visitag.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-oct-2021. The device evaluation was completed on 13-oct-2021. It was reported that a 55-year-old female patient (63kg) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the pentaray nav eco catheter. Per the event, several tests were performed. The magnetic features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. Additional information was received providing the ¿soundstar eco ge 8f catheter¿ as a concomitant product. After assessment on 13-oct-2021, it was determined that this catheter replaces the originally reported concomitant product of ¿unknown brand ice catheter.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).